Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the seal did not keep at all; it came out when pulled more lightly than usual, and the black sign on yarn appeared; it was reported that when they stopped to pull it out, the seal did not hold at all and they had to press; the next patient, when pulling like usual, the yarn came out more lightly than usual; it was completely out with collagen patch and anchor, meaning t which should anchor the seal to the vessel wall; it was reported that they pressed again; the next seal was taken from another pack and it anchored like normal with the usual pull; it settled down and kept; it was reported that they felt the first two were different, the first two were slight, light and the seals of the new package were normal stiffness; and there was no harm to the patient. Additional information was received on may 18, 2017. Both cases were coronary angiographies and no stenosis at all. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.